Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvs0119 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tube is damaged at the label causing leakage. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample. Two stickers were attached to the extension tubing. A region of dense adhesive residue was observed between the stickers. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, two leaks were observed emanating from the region of extension tubing between the stickers. Microscopic inspection of the splits revealed them to be positioned opposite from one another. The fracture features were sharply defined. The fracture flared inward on one side and outward on the opposite side. The fracture features and relative positions were consistent with extension tubing damage caused by a sharp instrument (e.g. Needle) transfixing the tubing, perforating the tubing on both sides. A lot history review (lhr) of asdvs0119 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tube is damaged at the label causing leakage. No other information was provided.